Event description:
The facility reported an infusion pump with a failure code 812:02. The user facility stated that no patient injury or medical intervention was involved with the pump. Information was requested regarding the date this report occurred, the medication involved, pump programming and set-up information, specific pt info, tubing product code and lot number in use, but no add'l info was available. Additional contact information was requested but no additional contact was identified.